Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-57 user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system.

Event description:
Consumer reported complaint for high blood glucose results. (B)(6), wife, is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 130-150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room.. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting and produced test results of 310 and 354 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). (B)(6) (wife) calling states that he meter is giving high blood results. Customer is getting 60-80 mg/dl difference when compare to his old meter. Customer was using the true results meter before. The true metrix meter is giving higher results. Customer states that is normal glucose range is 130-150 mg/dl, and he test 2 times a day. Customer wife thinks that the meter is working ok and thinks it is a problem with her husband.